Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed three lines on the status bar, lost glucose data intake from the g7, and then generated alert 60 instructing a restart, after which sensor pairing intermittently failed and ultimately did not complete; the user confirmed no smartwatch or other sensor connections, and bluetooth version was valid, while the dexcom g7 app on the phone continued to show glucose values. No adverse clinical symptoms reported. Outcomes included the need to replace the ilet without hospitalization. The device was returned for evaluation. Investigation of this case revealed a bluetooth communication malfunction consistent with a board-level ble communications error leading to failed cgm pairing and data interruptions. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to bluetooth communications. The device powers on when charged. The about menu was checked and the bluetooth had an address. It appears that the bluetooth chip has failed on the hoverboard any operation through it is discontinued. When the unit sits idle the bluetooth has an address when the bluetooth chip is used the address disappears. The cause of this is unknown and the repeatability is evident. Patients' complaint is confirmed.